Event description:
It was reported that the patient experienced paralysis. The physician believed this to have been caused by cord contusion. The device was removed and the patient was transferred to a rehabilitation facility. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. The device was not returned.